Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer stated that the tubings were not bent. The customer did not try all remedies to resolve the issue. The customer was sent a replacement insulin pump. The customer returned the product for analysis.